Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 6 was not detected on bus. A field service engineer found that tower door failed and wouldn¿t recover. Ran hardware test application and doors operated except right side. Replaced both door controller boards, but issue persisted. Fse verified configuration and attempted reconfiguration. Contacted and identified it as a 1.6.1 software issue. Technical support specialist (tss) dialed in, stopped data synchronization, backed up database (db), ran knowledge article of "cannot recover tower doors 5-8 after commsled replacement", and recovered the doors. Restarted data synchronization and logged into carefusion application and recovered. The system functioned as intended after the field service engineer and technical support specialist resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.